Event description:
Article entitled " revision for aseptic loosening of highly porous acetabular components in primary total hip arthroplasty: an analysis of 20,993 total hip replacements" written wayne hoskins, mbbs (hons), fracs, phd, sophia rainbird, phd, carl holder, mbiostat, stephen e. Graves, mbbs, dphil, fracs, faortha, and roger bingham, mbbs, fracs published in the journal of arthroplasty on october 23rd, 2021 was reviewed. The aim of this study is to compare the cumulative percent revision (CPR) of highly porous acetabular components for a diagnosis of aseptic loosening of the acetabular component in primary tha performed for a diagnosis of osteoarthritis using data from the australian orthopedic association national joint replacement registry (aoanjrr). The review included 20,993 primary tha procedures performed for osteoarthritis using a highly porous-coated titanium acetabular component across 6 combinations. 5,532 were implanted with corial/pinnacle (gription). There was no indication of acetabular screw placement. Adverse events involving pinnacle cup: -8 reported revisions for acetabular component loosening.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.